Manufacturer narrative:
A2: 75 years old; unknown if this is current age or age at the time of event. D6a: implanted 2007; specific date unknown. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right knee replacement approximately 18 years ago. The patient stated they experienced a lot of pain and swelling after their total right knee replacement surgery. Subsequently, it was noted that they underwent a revision procedure. It was also noted that 4 years after the initial right knee replacement they underwent an unknown left knee procedure. It is unknown if the left knee procedure was related to the revision of the right knee. Further the nature of the left knee procedure was not provided, therefore it is unknown if the patient received any hardware on the contralateral knee or if there was any relation to the right knee prosthesis. No further information available.